Manufacturer narrative:
The customer did not return the urisys 1100 device so it could not be investigated. The urisys 1000 device was not returned.

Event description:
Reporter stated that the urisys 1100 reported negative results for leukocytes, while visual read of test strips showed values of 500 leukocytes/microliter. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.